Event description:
A company representative has reported an incident that the powered wheelchair veers to the left when going down any hill. Also the reporter states the joystick has been replaced and gear box motors, however has not fixed the problem. In further evaluation of this incident by a technician the dealer has been advised to replace the recline actuator with a controller on it. No information that the end user was harmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsr-mcg, serial number/date code (B)(4)is approximately 1 year, 6 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.